Manufacturer narrative:
Result: missing shoulder bolt holding linkage to cam on foot-end brake cam.

Event description:
It was reported by service report that the brake pedal could not be depressed, and the brakes would not engage. No pt involvement or adverse consequences were reported.